Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased and died post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported that the when the patient was moved from the cath lab to the patient room the patient became unresponsive. The patient was placed on a monitor and a paced rhythm was observed but no pulse. Resuscitation efforts were initiated. An echocardiogram was taken and demonstrated pulseless electrical activity and no pericardial effusion. During the resuscitation efforts the patient developed multiple episodes of ventricular fibrillation (vf) which were successfully defibrillated through the device. Resuscitation efforts were not successful and the patient died. It was further noted that xray indicated the leads were in good placement and there were no issues during implant.